Event description:
It was reported that this device recorded a ventricular arrhythmia. The ventricular rate was great than the atrial late. Anti-tachycardia pacing (atp) and shocks were delivered as result, and the rhythm was then converted. Pacemaker mediated tachycardia (pmt) episode were also stored, while the rhythm appeared to be atrial, or sinus driven. No adverse patient effects were reported. The device remains implanted.